Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1b endoleak. The patient was seen at (B)(6) medical center located in (B)(6) by dr. (B)(6) and a cta was performed showing a type ia endoleak. It was reported that the patient was visiting from out of town. The patient was reported as stable and plans to return to (B)(6) to have his physicians repair the endoleak. No further information is available at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 1a endoleak. This event is most likely user related due to the off-label: concomitant use with products outside the IFU (bilateral renal artery snorkel and bare metal stent). The procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.